Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the provided log files. A backup battery fault alarm correlating to a load test condition was observed on 11dec2025 from 00:50:30 to 12:43:45. At this time, the backup battery loaded voltage was under the acceptable threshold as compared to the unloaded voltage, triggering the backup battery fault alarm. The system controller was exchanged at 12:43:04 on 11dec2025 in response to the backup battery fault alarm. The pump maintained a speed within the expected range throughout the log files while the driveline was connected. No other notable events were observed in the log files reviewed. The returned system controller and backup battery passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical backup battery fault alarms produced. During testing, multiple load tests were performed and the backup battery passed each time without any issues. Additional information indicates there were no further alarms reported after the controller exchange, it was clarified the patient's controller was alarming for backup battery fault alarms, the fault captured on (B)(6), and no additional log files were submitted for review. A root cause for the reported event was unable to be conclusively determined through this analysis. A CAPA was initiated to investigate the increase in reported backup battery faults. The device history record for the system controller (serial number (B)(6)) were reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The device history record for the 11v backup battery (serial number gz182-340) was inspected on 24jul2025. No deviations from manufacturing or qa specifications were shown from the backup battery. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (rev. D) section 7 entitled ¿alarms and troubleshooting¿, and heartmate 3 patient handbook (rev. A) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use (rev. D) section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook (rev. A) section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was later reported that no log files were taken prior to the system controller exchange as the situation aligned with the recent backup battery recall. It was said the patient's system controllers had reoccurring backup battery faults despite multiple backup battery changes.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that a system controller was returned for an unknown reason. The patient did not have any issues since the controller exchange.